Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, lot# n156614025, implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient currently receiving sufentanil and bupivacaine via an implanted pump; the concentrations and doses were unknown by the reporter. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2016 the patient reported that sometime in 2015 she thought there was a catheter issue and she underwent 3 days of testing on the catheter and they were unable to figure out where it was going. They were unable to aspirate a small amount of fluid during the catheter test. Additional information was received from a health care professional on (B)(6) 2016 and it was reported that the patient had ongoing pain related to the event; no episode of withdrawal. A sideport tap was done and there was no free flow. An isotope study showed no movement into the subarachnoid space. The patient was scheduled for surgery pending insurance approval. The cause of the event had not been determined yet. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.